Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Original order (B)(4) trsx5rc 15dm013187 arrived and the back canes were broken off the chair

Event description:
Original order (B)(4) arrived and the back canes were broken off the chair

Manufacturer narrative:
Device returned and evaluated. Product found to be damaged in shipping. Opinion states that the box took a shot, and the resulting freight package broke the weld at the right rear hand grip.